Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent release of puborethral sling on (B)(6) 2001 due to urinary retention. It was reported that on (B)(6) 2006 patient underwent urethrorrhaphy, harvest of martius bulbocaverosus, transplant flap with wrapping of urethra with flap due to bladder outlet obstruction secondary to scar tissue. It was reported on (B)(6) 2006 patient underwent a complex urethral reconstruction, autologous pubovaginal sling, interposition graft, excision of foreign body and urethrolysis due to urethral stricture and severe sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that patient underwent release of pubourethral sling on (B)(6) 2001, due to urinary retention. It was reported that patient underwent urethrolysis, insertion of suprapubic tube and cystoscopy on (B)(6) 2005, due to bladder neck obstruction, and urethral obstruction. It was reported that patient underwent cystoscopy, transurethral incision of the bladder neck and urethral obstruction, insertion of suprapubic catheter on (B)(6) 2006, due to urethral obstruction and bladder neck deformity. No additional information was provided.